Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported physical resistance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, moderately calcified, 99% stenosed, mid left anterior descending (lad) coronary artery. A 2.75 x 15 mm xience xpedition stent delivery system (sds) was selected for the procedure. The sds was advanced with mild resistance to the lesion and the stent implant was successfully deployed at a deployment pressure of 8 atmospheres. Following deployment of the stent implant, a distal edge dissection was observed. A new xience stent implant was successfully used to cover the dissection. No additional information was provided.